Event description:
Patient with left ventricular assist device (lvad) therapy for 10 months presents with first gi bleeding episode post lvad, in the setting of inr 3.6 and aspirin therapy. This is particularly concerning given previous medical history of duodenal cancer. Despite egd, colonoscopy and push enteroscopy, the bleeding source was not identified. Heparin bridge and coumadin were resumed. Aspirin therapy was stopped.